Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon valvuloplasty was performed. Immediately following the procedure bradycardia presented for approximately 35 minutes. As reported, a temporary pacemaker was left in place until the following day. A beta-blocker was also paused as result of the bradycardia. In the course of normal frequency, the temporary pacemaker was removed. Intermittent bradycardia with baseline atrial fibrillation and right bundle branch block (rbbb) were then identified. No other treatment was reported for the bradycardia. The bradycardia was reported as possibly related to the procedure and the valve. Six days following the valve implant suspected intermittent atrioventricular complete block (avb iii) with a broad complex replacement rhythm and occasional monomorphic ventricular tachycardia occurred. The conduction disorders prolonged the hospitalization. A permanent pacemaker was implanted 3 days later for third degree atrioventricular block. The third-degree atrioventricular block resolved this same day and was reported as possibly related to the valve and implant procedure. The bradycardia resolved the day following the permanent pacemaker implant. The conduction disorders were reported as resolved. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that the bradycardia was first observed the day following the valve implant and not the same day as implant as previously reported.

Manufacturer narrative:
Updated/corrected data: b3, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D3. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which updated the outcome of the event to resolved with sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the bradycardia had rates up to 35 beats per minute in the peri and post-operative course rather than lasting for 35 minutes as previously reported. A change in the beta block or omission of the beta blocker occurred as result of the bradycardia.